Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging unusual issue as "the meter hour glass keep on spending when she go to the bolus function". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.